Event description:
The following was reported by a sales rep: on (B)(6) 2012 - the surgeon began to fixate the mesh. When tacking the mesh, the doctor started at the far rim (no polypro) using the ethicon secure strap fixation device, the tack was reported to have gone through the mesh. The surgeon continued to tack at the suture line, with mesh behind it, and the tack pulled through. The secure strap pushed through the eptfe several other times during the case. The mesh was implanted into the pt.

Manufacturer narrative:
No device was returned for eval and no definitive conclusion can be made at this time. A review of the ethicon secure strap's instructions for use states: "appropriate force should be applied to the device for application of straps. Excessive force may result in damage to the tissue, the material being fixated, or the device." It appears that the reported damage to the davol mesh was likely caused by forces applied during use, and is not due to any deficiency. The mesh was implanted in the pt, therefore, no eval can be performed. If add'l info is provided, a supplemental MDR will be submitted.